Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced is not believed to have caused or contributed to the event. The initial report was submitted erroneously and should be voided.

Event description:
This device is not believed to have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs. 178560 cps short anchor plug 18mm lot# 331790. MDR: 0001825034-2021-00942. 178512 cps nut co-cr-mo alloy lot# 987810. MDR: 0001825034-2021-00943. 178528 cps transverse pin 6pk 36mm lot# 808960. MDR: 0001825034-2021-00944 . 178542 cps centering sleeve 20mm lot# 558170. MDR: 0001825034-2021-00946 . 150468 oss 11cm diaphyseal segment lot# 699180. MDR: 0001825034-2021-00947 . 178711 cps/oss 5cm tpr adapt w/oss sc lot# 795110. MDR: 0001825034-2021-00948.

Event description:
It was reported that a patient was implanted with the oss system. The patient was revised on approximately 5 mon ths post procedure due to a fracture of the bone around and above an oss short compress anchor plug. The patient underwent revision surgery and due to remaining bone stock, had to be revised with an im total femur. Patient had thinning of cortical wall due to antibiotic spacer while custom oss femur was created.